Event description:
It was reported that during an esophageal stenting procedure, the deployment suture broke. The lesion was located in an unspecified portion of the esophagus. The ultraflex esophageal 18mm x 10mm stent delivery system (sds) was advanced to the lesion, however, upon attempting to deploy the stent, resistance was encountered and the deployment suture broke. The physician attempted to retract the remaining suture but the suture broke again. The sds was removed and another of the same device was used to successfully complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "good".